Event description:
The following report was received from the affiliate: during coil embolization to carotid-cavernous sinus fistula, the physician couldn't detach the 3rd dcs coil. After he advanced an envoy gc and a excelsior mc to the target lesion, he could detach 1st coil (3*10) and 2nd coil (3*10) successfully. After that, he advanced a 3rd coil to cavernous sinus and tried detaching it, but was unable to detach the coil. Then the physician tried pressurizing the syringe according to instructions for use to detach the coil again, but he was unable to pressurize and therefore, withdrew it. After that, he detached two more gdc10 coils (5*15) and three more cds coils (4*10, 4*8, 3*10) in the target lesion and completed the procedure successfully. A previous procedure to stop a shunt area had been performed a week earlier unsuccessfully, therefore, this procedure was performed. Seventeen coils had already been placed in cavernous sinus to the patient. There was no information regarding the patient and the target lesion's characteristic, and there was no adverse consequence to the patient.